Event description:
It was reported via clinic notes received by the manufacturer that high impedance was observed on the patient's vns. The patient's vns was programmed off as a result and the patient was referred for vns replacement surgery. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent full vns replacement surgery. The explanting facility, historically, does not return explanted products and, therefore, product return to the manufacturer is not expected.

Event description:
It was reported by a patient family member/friend via voluntary medwatch report #mw5079558 that the patient's vns was working fine until the recent check-up at which high impedance was observed. It was noted that at the surgery, the surgeon could not find the vns lead wire anywhere.